Event description:
It was reported that the device had failed in plunger forced accuracy test. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 23may2016. The review was performed from the date of manufacture to the present date 27may2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue to the customer reported issue.

Manufacturer narrative:
The actual date of event is unknown. Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had failed in plunger forced accuracy test. There was no patient involvement.

Event description:
It was reported that the device had failed in plunger forced accuracy test. There was no patient involvement.

Manufacturer narrative:
Correction: correction to remove the following codes in section h6 reported in error in the initial MDR. Annex a: a040601, a0405, a0404, a25. Annex g: g04037, g04063, g0405203, g04058. Annex b: b11, b14. Annex c: c070601, c07, c19. Annex d: d15, d14. Additional information: remedial action required, remedial action #, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?.